Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-oct-2019, UDI#:b)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient had a lead migration. Possible fall may have led or contributed or led to the issue, patient is unable to remember. Impedance within a normal range. X-ray images done and lead now cover from t7-t10. Implanted at top of t8. The issue has been resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.